Manufacturer narrative:
Evaluation summary: the spiderfx was returned in two pieces: the filter with floppy distal tip contained within a specimen jar and the spiderfx capture wire loaded in the recovery end of the duel ended catheter. No ancillary devices or cine images from the procedure were received. All components of the spiderfx filter and the floppy distal tip are accounted for. The distal end of the capture wire exhibits a tight pig tail curl associated with the wire prolapsing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a spider fx embolic protection device to treat a lesion in the left mid popliteal artery. The lesion was a chronic total occlusion with moderate tortuosity and moderate calcification. Artery diameter: 5mm x 30 mm. The device was used with a 7 f sheath. It was reported that the tip detached within the sheath. The physician passed a h1-ls over the 6mm spider with no issues. He dotted the lesion with the device and pulled it back to begin cutting. About halfway through the first cut the device met resistance and would advance further. We tried to pull it out and realized the nosecone of the hawk was attached to the proximal marker of the spider. He was able to separate the device and removed it after only one pass. He then passed an in.pact admiral 5.0 x 80mm dcb to the lesion and dilated with no issues. He removed the balloon and went in with the retrieval catheter to remove the spider. The spider would not pull back into the retrieval (blue) end of the catheter. He made the decision to remove the spider with the filter partially exposed. When he pulled the catheter and filter out as a unit, the filter was no longer attached. He inspected the hub of his cook sheath and realized the filter and tip were still in the hub of the sheath. He pulled it out with his fingers and inspected it for missing pieces. After finding none, he bagged up the device and filter for return and inspection. A new spider was deployed and stent was placed in the popliteal artery. No clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.